Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a power malfunction during a procedure. The light on the epg flickered out and then turned off during the procedure. The epg batteries were replaced several times but the issue occurred continuously. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had a power malfunction. The epg passed functional testing. It was indicated that the lower case, battery drawer, and battery contacts were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.